Event description:
A malfunction was reported on the pump, identified by the code malf 3, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. As corrective actions, technical support decided to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections as a backup insulin therapy. Instructions were given to return the faulty pump using the provided pre-paid shipping materials within 10 days to avoid additional charges. The customer was informed that the new pump would have the updated software and was instructed on how to connect the continuous glucose monitor and program the new settings. The customer acknowledged and understood all provided instructions and confirmed the shipping details.